Event description:
The device was used during an unspecified procedure. Reportedly, pneumoperitoneum leaked from the instrument. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
Device not received for evaluation. 7/21/1998-supplemental report #1 sent to FDA. Corrected data entered in d-9. Device evaluation indicated and codes entered in h3 and h6. The device evaluation codes have been changed as the product was received and evaluated after the submission of our first supplemental report on 3/9/1998.